Event description:
It was reported to tycohealthcare/kendall that a customer had problem with a mahurkar catheter. According to the customer "catheter was inserted and later found that blood leaked at the end of the atria silicone. New catheter had to be inserted".